Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the axis of the patient's astigmatism had flipped postoperatively and was not resolved with a manifest refraction. The patient was diagnosed with irregular astigmatism. The issue is expected to resolve with contact lens wear or photorefractive keratectomy (prk). The initial procedure was a cataract removal with iol implant procedure.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. A root cause cannot be identified at this time. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced an unexpected refractive outcome. The iol was later removed and replaced with another iol. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the patient's vision with the initial iol was "horrible".